Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the pump booted to the verify screen with audible and vibratory features. The pump was exercised for 24 hours with no errors, alarms, or warnings emitted. A 10 unit audio and a 10 unit normal bolus were performed successfully and both were accurately recorded in the pump bolus history. The pump¿s bolus history found to be recording properly and the original complaint could not be duplicated. Unrelated to the original complaint, the display had a discolored contrast. Also unrelated, the battery compartment was cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was not recording boluses in the bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.